Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, placement of the suture was attempted with a proglide device in a common femoral artery using the preclose technique. Reportedly, after pulling, the plunger did not bring the suture through. The loop was retrieved loose out of the hole as if there was no suture engagement in the arterial wall despite engagement of the needles. The aaa procedure was completed and a cut down was performed to achieve hemostasis. The sheath sizes used could not be recalled. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported event of needle to cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, there is no indication of a product deficiency. Two unused sterile proglide devices with lot number, 40425k2, were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.